Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. The device reached elective replacement indicator (eri) and a month prior the projected longevity was nine months. A request was made to have data from this device analyzed. This crt-d was explanted and replaced prior to receiving the results of the data analysis. Data analysis found the battery to have normal battery depletion. The high voltage capacitor charge times led to the eri to be triggered. Technical services (ts) discussed the device should have a normal eri to end of life (eol) replacement interval. No additional adverse patient effects were reported. The device is expected to be returned.

Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. The device reached elective replacement indicator (eri) and a month prior the projected longevity was nine months. A request was made to have data from this device analyzed. This crt-d was explanted and replaced prior to receiving the results of the data analysis. Data analysis found the battery to have normal battery depletion. The high voltage capacitor charge times led to the eri to be triggered. Technical services (ts) discussed the device should have a normal eri to end of life (eol) replacement interval. No additional adverse patient effects were reported. The device is expected to be returned.